Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by dr. (B)(6), surgeon of the hospital, that the prosthesis shaft broke at the transition to the tibia base plate.

Manufacturer narrative:
An event regarding revision surgery due to tibial stem fracture involving a duracon (tibial) stem extender was reported. The event was confirmed. Method and results: device evaluation and results: the stem extender component was fractured through the threaded section. The stem fractured in fatigue with the final fracture occurring in a ductile overload manner. Eds showed the stem in the tibial component was consistent with astm f136 alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: an overload condition below the baseplate and stem extender was present due to baseplate loosening with gross osteolysis causing complete loss of bone support for the device. The balance between patient- and procedure-related factors contributing to this condition cannot be established due to lack of relevant information. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: the stem extender component was fractured through the threaded section. The stem fractured in fatigue with the final fracture occurring in a ductile overload manner. No material or manufacturing defects were observed on the surfaces examined. Review of the provided medical records and x-rays by a clinical consultant indicated: an overload condition below the baseplate and stem extender was present due to baseplate loosening with gross osteolysis causing complete loss of bone support for the device. The balance between patient- and procedure-related factors contributing to this condition cannot be established due to lack of relevant information. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by dr. (B)(6), surgeon of the hospital, that the prosthesis shaft broke at the transition to the tibia base plate.